Manufacturer narrative:
Details of complaint: the customer reported that during a long case the multigas unit was intermittently losing readings. The customer sent the unit in for an exchange. No patient harm was reported. Investigation summary: the unit was evaluated by nihon kohden. The reported issue was duplicated. The reported issue was caused by the failure of the gas sensor, part # cd-314p. Cd-314p, which was replaced to resolve the issue. The gas sensor is a replaceable component, where the longevity is dependent upon the following factors: instrument and parts must undergo regular maintenance inspection at least every 6 months. If stored for extended periods without being used, make sure prior to operation that the instrument is in perfect operating condition. Water trap should be replaced every 4 weeks or as indicated on the device. Ensuring the environment is optimal as described in the operator's manual. As indicated under ticket 127139, there is no other evidence suggesting predisposition to early failure. The likely cause is a lack of on-time preventative maintenance. Due to limited information available regarding routine maintenance, the root cause could not be determined. Additional information: b4 date of this report. D9 device available for evaluation? G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The customer reported that during a long case the multigas unit was intermittently losing readings.

Manufacturer narrative:
The customer reported that during a long case, the multigas unit loses readings intermittently. According to the customer, the unit works fine in short tems, but in long case the unit presents with the reported issue. The customer will send in the unit for exchange. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that during a long case the multigas unit loses readings intermittently.